Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager (nm) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. Within the first five minutes of treatment, there were venous and arterial alarms occurring. A leak was seen coming from the connection of the b. Braun blood tubing (the arterial line) to the fresenius clic blood chamber. It was reported that approximately 15 ml of blood had pooled on the floor in front of the machine. There were no visible pinholes found in the tubing and no cracks on the clic blood chamber. The access was checked, and no issues were found. No leaks were noted during the priming, and the products were reported to be set up correctly with all connections properly tightened. Upon further inspection, it was realized that the clic device was loose. The connection was tightened ¿a full half turn¿, but the alarms continued. After the troubleshooting, it was noted that a clot had formed in the venous chamber of the bloodline and the patient¿s blood could not be returned. The patient lost the entire system of blood. The patient's total estimated blood loss (ebl) was 250 to 300 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The sample was reported to be available for evaluation. However, the lot number for the device was unknown because the product packaging was discarded.

Event description:
A user facility nurse manager (nm) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. Within the first five minutes of treatment, there were venous and arterial alarms occurring. A leak was seen coming from the connection of the b. Braun blood tubing (the arterial line) to the fresenius clic blood chamber. It was reported that approximately 15 ml of blood had pooled on the floor in front of the machine. There were no visible pinholes found in the tubing and no cracks on the clic blood chamber. The access was checked, and no issues were found. No leaks were noted during the priming, and the products were reported to be set up correctly with all connections properly tightened. Upon further inspection, it was realized that the clic device was loose. The connection was tightened ¿a full half turn¿, but the alarms continued. After the troubleshooting, it was noted that a clot had formed in the venous chamber of the bloodline and the patient¿s blood could not be returned. The patient lost the entire system of blood. The patient's total estimated blood loss (ebl) was 250 to 300 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The sample was reported to be available for evaluation. However, the lot number for the device was unknown because the product packaging was discarded.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. In addition, the lot number was not provided. An sap shipping history search was performed for all clic blood chambers delivered to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This search yielded no results, and therefore, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.